Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and damaged labels and enclosures were noted. A crack in the battery was also noted. A functional evaluation revealed the device would not power up to pressurize. The complaint was confirmed. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, the "spider 2 tenet" did not work. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit would not power up to pressurize which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.